Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance and failure to capture. The ra lead was not used and replaced during the procedure. The patient was in stable condition.